Manufacturer narrative:
The ge rep conducted an on site investigation. The x-ray tube filaments were calibrated. The system was tested and operates as intended. This malfunction may have resulted in an accidental radiation occurrence.

Event description:
The customer reported that the 9900 system displayed a filament regulator error message. No pt injury was reported.